Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The 96% stenosed target lesion was located in the moderately tortuosity and moderate calcified left anterior descending (lad) artery. An opticross hd ultrasound catheter was selected for examination. During the procedure, the tip of the device fell off. The device was replaced for another of the same model to complete the procedure. No complications were reported, and the patient was stable following the procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that catheter issue occurred. The 96% stenosed target lesion was located in the moderately tortuosity and moderate calcified left anterior descending (lad) artery. An opticross hd ultrasound catheter was selected for examination. During the procedure, the tip of the device fell off. The device was replaced for another of the same model to complete the procedure. No complications were reported, and the patient was stable following the procedure. It was further reported that the device was simply removed and no fragments were left in the patient.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported events details, available information, and product record review. The device was not returned for analysis, limiting further assessment. Improper handling, device manipulation, or not following instructions may have contributed, but no additional information was available.

Event description:
It was reported that catheter issue occurred. The 96% stenosed target lesion was located in the moderately tortuosity and moderate calcified left anterior descending (lad) artery. An opticross hd ultrasound catheter was selected for examination. During the procedure, the tip of the device fell off. The device was replaced for another of the same model to complete the procedure. No complications were reported, and the patient was stable following the procedure. It was further reported that the device was simply removed and no fragments were left in the patient.